Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the programmer was performed. Visual inspection of the unopened unit revealed damage to the outer housing. Detailed analysis of the internal components found a melted inverter cover resulting from a damaged inverter. Once the housing, inverter and cover were replaced the programmer passed all further testing.

Event description:
Boston scientific received information that this programmer's screen displayed pitch black when turned on during the patient's routine follow-up. The product will be returned. No adverse patient effects were reported.